Event description:
A physician reported that tip attached to the handpiece was defective and could not be attached during the surgery. The surgery was completed on the same day after replacing with the same product. The procedure type was unknown. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).